Manufacturer narrative:
Insulin pump had minor/deep scratched display window and missing end cap sticker.(B)(4).

Event description:
Customer reported via phone call that there were scratches on the screen and he could barely read it. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.